Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 26. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.